Event description:
It was reported by the affiliate that during a laparoscopic procedure, when closing the instrument on the tissue, the surgeon was unable to squeeze the firing trigger, and a funny "breaking" sound appeared. The surgeon replaced the reload and was still unable to fire the instrument. A new instrument was opened and used with good effect, and with no adverse outcome to the patient.

Manufacturer narrative:
Damaged firing mechanism. Eval summary: the analysis results found that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.